Event description:
It was reported from brazil that the reverse trigger of the compact air drive device will not return to the undepressed stage button, and the button to remove the saw device was stuck. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device had the following failures: will not reverse - reverse locking mechanism blocked, insufficient/low power and unable to assemble - coupling damaged; and failed pretest on the following: check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii and check power with power test bench. Therefore, the reported condition that the reverse trigger on compact air drive device would not return to the undepressed stage button, and the button to remove the saw device was stuck was confirmed. The assignable root cause was determined to be due to component wear.